Event description:
Adverse event(s): "pc tear" (capsule bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "vitrector stopped working" (failure to cut). A nurse reported during an unplanned anterior vitrectomy, the vitrector stopped after the foot pedal was pushed. The nurse asked the circulator to replace the tubing and reboot the system. After the priming sequence, the nurse passed through phacoemulsification to vitrector and the vitrector began to work. The case was then completed. There was no patient injury reported. This is the first of two reports being filed for this facility.

Manufacturer narrative:
The facility did not request service. The issue has been resolved by disabling the vitrectomy set-up screen. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4).